Event description:
It was reported that the oversensing and inappropriate hv therapy were observed. A microdislodgement was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.